Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures.

Manufacturer narrative:
(B) (4). (B) (4).